Event description:
During a refixation of the labrum, the tip of the device broke off within the capsular tissue. The tip was not removed. A delay of ten minutes resulted. A back-up device was available.

Manufacturer narrative:
Device has not been returned for evaluation.